Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of myelopathy in a female pt, (B)(6), who received super poligrip (formulation unk) as a denture adhesive. A physician or other hlth care professional has not verified this report. Co-suspect product included fixodent. In 2006, began using super poligrip and fixodent as denture adhesive. In 2009, the pt was diagnosed with ¿excess zinc and resulting copper depletion attributable to super poligrip and fixodent products.¿ the pt ¿now suffers from profound and permanent neurological and other injuries attributable to her super poligrip and fixodent use.¿ according to the claim, the pt was ¿unable to perform her normal, customary and daily activities.¿ super poligrip and fixodent were discontinued in 2009. At the time of reporting, the events were unresolved. Follow up info was received on (B)(6) 2010 via medical records. On (B)(6) 2006, the pt was diagnosed with failed low back syndrome, degenerative changes in the low back, remote fusion in the lumbar spine, and chronic pain syndrome. The physician felt the pt was disabled, but was also a good candidate for rehabilitation. The pt had been treated with epidural steroid injections and also extensive physical therapy in the past with no significant improvement. On (B)(6) 2008, the pt reported having chronic back pain for many yrs that was gradually getting worse, especially the pain radiating to her legs. The pt reported being seen by a neurosurgeon due to continued leg pain and back pain experienced by her and also loss of control of her bladder. The lumbar fusion helped her gain control of her bladder, but she still experienced severe pain in her legs. She was seen by a pain specialist where she received botox injections to her back muscle that helped for a week. The pt was then treated with methadone. When the methadone was decreased, the pt complained of her pain getting worse. The pt was unable to do anything due to severe pain. She feels more pain going down to her legs and associated disorder pain radiating to her lateral thigh down to her anterior shin to her big toe. The pt complains of numbness from her knee down to her toes. Methadone was increased and the pt was scheduled for a lumbar facet joint injection. On (B)(6) 2008, the pt complained of back pain, a lot of ¿burning¿ pain in her lower extremities that had gradually gotten worse, heaviness in her bilateral forearms and hands, and neck pain. Neurontin and lyrica did not help the burning sensation in her lower extremities. The pt was treated with methadone. The pt was hospitalized on (B)(6) 2008 with peripheral edema. The pt had increasing edema in her lower extremities which she was now requiring the use of lasix to control. The pt reported some increasing pain in her ankles bilaterally, which was worse with increasing edema. The pt was not using her iron as prescribed for iron deficiency anemia. The pt¿s b12 level was low and she received an injection pernicious anemia). The pt was hospitalized from (B)(6) 2008 with pancytopenia. The pt was admitted for workup of her moderate neutropenia, as well as anemia, which she had for at least eight months diagnosed in (B)(6) 2008. Her hemoglobin was 7.8 and white count 1.7 with an absolute neutrophil count (anc) of 280. She was admitted for blood cephalad level. There appeared to be mass effect on the cord at both levels, as well as significant narrowing of the lateral recesses. On (B)(6) 2009, the pt¿s copper level was 7 (normal 70 to 155 mcg/dl) and zinc level was 108 (normal 60 to 130 mcg/dl). On (B)(6) 2009, a magnetic resonance imaging (MRI) of the thoracic spine showed degenerative changes with canal stenosis and possibly even a syrinx noted in the cervical spine. An MRI of the lumbar spine showed extensive surgical change including anterior fusion at l3/4 and l4/5. There was severe degenerative disc disease with broad based disc bulges and posterior ligamentous buckling and degenerative facet overgrowth resulting in significant degrees of canal stenosis at l1/2 and l2/3. On (B)(6) 2009, the pt had worsening neuropathy in her feet. She was found to have copper deficiency that caused anemia. She received copper infusions that helped her anemia. She felt better but continued to feel numb in her lower extremities. On (B)(6) 2009, the pts¿s ceruloplasmin level was 31.4 and copper was normal at 128. On (B)(6) 2009, the copper level remained normal at 126 and zinc was normal at 84. On (B)(6) 2009, the pt had a neurology consultation for evaluation of peripheral neuropathy. The pt reported developing neuropathic symptoms over a yr and a half ago. ((B)(6) 2007) that has progressed very slowly up until recently. Recently, the pt had severe problems with anemia and began developing diarrhea with what she and her mother described as a level of edema in the lower extremities that was ¿deforming¿. This was treated and improved, but afterwards, her neuropathic pain level escalated. The pt had a history of multilevel degenerative disc disease with prior lumbar spine surgery (2001) had been on methadone treatment for chronic back pain. She now described a worsening mixture of dysesthetic pain with numbness and hypersensitivity with profound balance trouble. Magnetic resonance imaging (MRI) scans earlier this yr showed post-surgical changes in the lumbar spine, unremarkable thoracic spine, but possible cord compression in the cervical spine. She had not been referred for any surgical evaluation despite the concern regarding cord compression. The pt had been diagnosed with myelodysplastic syndrome and copper deficiency. The pt was being treated for the copper deficiency and the levels had improved, according to the pt. The pt reported the level of neuropathy had gone down since starting copper replacement, but the pain level remained fairly severe ever since the episode of severe edema. The pt denied any significant upper extremity involvement. The bulk of her complaints centered on muscular and skeletal aches and pains. Impression: peripheral neuropathy, exact etiology unk. Neurontin increased. On (B)(6) 2009, nerve conduction studies showed an abnormal study consistent with a sensorimotor neuropathy fitting the clinical history associated with the pt¿s copper deficiency. On (B)(6) 2009, the pt was seen for pain management. The pt was noted to have had nerve conduction studies (ncs) and electromyography (emg) testing which showed impingement in her neck and lower back. Surgery for her neck was recommended. The pt complained of headaches, neck pain, and numbness in her fingers. On (B)(6) 2009, the pt¿s neutropenia and anemia had resolved after b12 and copper repletion, making myelodysplastic syndrome unlikely. The pt received copper 3mg intravenously times 10 doses in (B)(6) 2009. It was unclear why the pt remained anemic. She denied using denture cream with zinc.

Manufacturer narrative:
The MFR¿s report number for this case is 9681138-2010-00245. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).